Manufacturer narrative:
Concomitant medical products: cmrm6133 antibacterial envelope implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection. The implantable pulse generator system was removed and replacement with a lead-less pacemaker is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.